Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states during the dialysis surgery, blood stains were found on the long-term catheter. After examined by the doctor, a crack was found at the bottom of the vein side of y junction in the arterial side of long-term catheter. The doctor has requested to do a catheter exchange.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.